Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements reaching high out of range. The suspected cause was distal coil of the lead. Technical services (ts) discussed possible causes and troubleshooting options. This lead remains in service. No adverse patient effects were reported.